Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using an ilet system with a dexcom g7, with a lowest continuous glucose monitor value of 43 mg/dl and an unclear precipitating cause; the user had not eaten during the day and body weight in the ilet was not accurate. Symptoms included hypoglycemia with shaking/tremors and hot flashes/flushes. Outcomes included the need for oral glucose and other carbohydrates as an unexpected medical intervention. Troubleshooting and education were completed, and the event was categorized as hypoglycemia with cause unclear. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available regarding a device malfunction and insufficient information regarding a specific device component or medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.